Event description:
Ems personnel were attending to an asystolic pt. External pacing was initiated and allegedly after the operator stopped pacing momentarily to view the pt's underlying rhythm, the device would not restart pacing. The device emitted 2 tones and indicated leads. The operator checked lead and electrode placement and could not discern a reason for the failure to pace. The pt reportedly converted to ventricular fibrillation and was successfully converted to a pulsatile rhythm. The reporter stated the alleged malfunction did not adversely effect pt outcome.